Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows the introducer needle with the needle cover. The photo was unclear while checking at closure view. No anomalies were observed. The investigation is inconclusive for the reported suction and fracture issues as the provided photo was not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent a port placement procedure using the power port. During the procedure, the operator performed a neck vein puncture, successfully aspirated blood using a fine needle, then switched to an 18g needle and attempted to aspirate blood multiple times, but no blood was obtained. Under ultrasound guidance, the needle tip was visualized at the center of the vessel. The 18g needle was withdrawn, and the procedure was repeated under ultrasound guidance. After confirming the needle tip was within the vessel, blood still could not be drawn! Upon careful examination, a crack was discovered at the base of the needle. The procedure was completed by using another device. This incident had a certain impact on the healthcare professional's emotions, caused the patient pain, and prolonged the surgery. There was no reported patient injury.

Event description:
The operator performed a neck vein puncture, successfully aspirated blood using a fine needle, then switched to an 18g needle and attempted to aspirate blood multiple times, but no blood was obtained. Under ultrasound guidance, the needle tip was visualized at the center of the vessel. Why was no blood aspirated? The 18g needle was withdrawn, and the procedure was repeated under ultrasound guidance. After confirming the needle tip was within the vessel, blood still could not be drawn! Upon careful examination, a crack was discovered at the base of the needle! Unfortunately, a new set of 8808561 was opened, and a new 18g needle was used for puncture, successfully obtaining blood return, and the procedure was completed smoothly. This incident had a certain impact on the healthcare professional's emotions, caused the patient pain, and prolonged the surgery. To alleviate the healthcare professional's concerns about product quality, we hope the manufacturer will compensate with a new product set to reassure the healthcare professional and encourage continued use of bard products!

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo the investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.